Manufacturer narrative:
(B)(4). The mitraclips remain in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is conservatively filed for hospitalization of congestive heart failure (chf) exacerbation since the study physician was unable to assess the relationship of chf to the device. It was reported that two mitraclips were implanted on (B)(6) 2010 in the patient with functional mitral regurgitation (mr) reducing the mr from 4 to 1. On (B)(6) 2014 the patient was admitted to the hospital for an exacerbation in congestive heart failure. The patient was awaiting a ventricular assist device procedure and wants to be considered for a heart transplant. The patient also had exacerbation of chf while hospitalized on (B)(6) 2014 for possible incarcerated hernia. The patient has a history of non-compliance to recommended medications. The study physician was unable to assess the relationship of the chf to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip. The reported patient effect of worsening heart failure as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the physician assessed the two episodes of worsening heart failure on (B)(6) 2014 as not related to the mitraclip device and procedure. The patient expired on (B)(6) 2015 with the cause of death listed as hypertensive and arteriosclerotic heart disease. The study physician reported the patient death is unrelated to the mitraclip device and procedure.